Event description:
When the femoral component was opened in surgery, the double peel pouch was opened by the scrub tech and dropped onto the sterile field. Subsequently, the scrup noticed that the inner packaging peel pouch had three puncture holes in it. They went back and looked at the outer packaging, and it also three puncture holes in it. The implant packaging had been damaged at some point. Surgeon elected not to implant. The pt was not injured in any way. The surgery was extended approximately 10 minutes.